Event description:
It was reported by the sales rep that during a mis maze today, the balloon of the intraclude aortic device would not stay seated in the aorta to arrest the heart. The clinical and sales rep attempted for 45 minutes and the md had to use a cross clamp. The aorta was large, ascending aorta 36 cm. No stated pt injuries. Tee was used for placement.

Manufacturer narrative:
Device is to be evaluated upon product return from the customer.

Manufacturer narrative:
The complaint was not confirmed. The catheter was visually inspected and a kink was found in the balloon and below the trifurcation hub of the catheter. The balloon was inflated with 35 cc of water. It inflated properly and was able to maintained inflation for over two hours with no defects observed. The eccentricity of the balloon was found to be acceptable. It is not known what caused the device to migrate during use. Since the root cause(s) of the kinks or what caused the migration of the balloon in the aorta is unknown, no corrective actions are being taken at this time. Manufacturing records have been reviewed and there were no nonconformances associated with this device. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.